Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of loss of capture and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
During an in-clinic follow-up, decreased pacing impedance and an increased capture threshold which resulted in a loss of capture were observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.